Manufacturer narrative:
(B)(4). Date sent: 11/9/2021 h2: additional information received: are the seals in cup being sent back for analysis? No.

Manufacturer narrative:
(B)(4). Batch # unk. Two photos were received for review. During the visual analysis, the following was observed: the photos show what appears to be some seal protectors loose inside of a plastic container and some were noted to be broken. Based on the two photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic ovarian cyst removal procedure, before closing the patient, the surgeon found small rubber circle-shaped pieces of the trocar were detached from the product and were found in the body. The surgeon removed all pieces from the patient. The patient is fine and doing well.